Event description:
Complainant alleged that the clinicians were performing routine testing on the device prior to use on a pt (age and gender unknown), but the device intermittently shut down and would not power up. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.